Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be due to "lack of follow up cleaning procedure". The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labelling could not have prevented the reported failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the patient had trouble while using leg bags and felt like there was a vacuum at the top and urine slowly trickled into the leg bag. It was noted that there were some brown spots in the leg bag and faced no issues with the drain bag. No medical intervention reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had trouble while using leg bags and felt like there was a vacuum at the top and urine slowly trickled into the leg bag. It was noted that there were some brown spots in the leg bag and faced no issues with the drain bag. No medical intervention reported.